Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. The insulin pump alarmed motor error every time she tried to rewind and then bolus. Customer's blood glucose level was 374 mg/dl. The customer treated her blood glucose level with a shot. The insulin pump also alarmed no delivery, motor position encoder error, and off no power. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Unable to verify e70 alarms in the alarm history due to the alarm history file was overwritten with a47 alarms due to a corrupt history file. However, the insulin pump was received with normal operating currents and passed self-test, off no power test and the displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.